Manufacturer narrative:
(B)(4).

Event description:
A pt's pump was reported as having been turned off by a security gate. The pt had to visit a healthcare provider to have the pump turned back on. Additional info has been requested, but was not available as of the date of this report.